Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was attempted to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella sheath was inserted without any issues; however, the impella wire came back and the physician attempted to advance impella without the wire three times. The impella prolapsed and bent back. The physician was unable to straighten impella back out. It was pulled back to the sheath and then the impella broke off at inlet cage. The case was aborted. No further information was provided.